Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. More than seven years have passed since the device was started to be used, there is a possibility that the equipment might have temporarily malfunctioned due to aging of the equipment. Lamp operating hours is 450 hours, and it was presumed that it is difficult to light up when lamp is nearing the end of its service life. It was presumed that the cracks in the front panels were caused by forceful forces applied by the users. It was presumed that the missing tank sockets were caused by the user not noticing (or ignoring) the description in IFU (instruction for use). As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation of the device determined that the reported issue was not confirmed. Burn in testing was performed, scope lamp was powered on over 50 times and was able to ignite normally with no issue observed. The lamp output was found to be within specifications. The main switch was found with old revision and requires an upgrade. The front panel was found cracked and socket was missing. The identified parts were replaced, device was repaired. The scope was tested and passed required testing and specifications. Based on evaluation findings, the reported issue of intermittent and error message of the device was not confirmed. The reported issue was not able to duplicate.

Event description:
It was reported that during an unspecified procedure, the device exhibited an error message e103. According to the reporter, the issue was intermittent and device needs to be rebooted. There was no patient harm or impact reported due to the event.